Manufacturer narrative:
The ventilator was investigated at site by our field service engineer. No device errors could be detected. The ventilator passed all functional and safety tests and was cleared for clinical use. Ventilator logs were downloaded. The evaluation of the logs shows that the ventilator generated alarms for low expiratory minute volume together with alarms for high pressure on the reported event date. Additional information from the user facility stated that there was a condensation build up in the patient circuit and expiratory bacteria filter. The alarms along with information about condensation indicate an increased expiratory resistance in the patient¿s breathing system. One possible cause is an occluded expiratory bacteria filter. Increased pressure can be a result from a clogged expiratory bacteria filter. There are no technical error codes in the logs, which indicate that there is no ventilator malfunction. Successful pre-use checks were performed both prior and after the event. Therefore no further investigation has been possible. The exact root cause of the reported event has not been determined but most probably it was an occluded expiratory bacteria filter. There is no indication of a technical failure in the ventilator at the time of the event.

Event description:
It was reported that the ventilator generated alarms for low expiratory minute volume. There was no patient harm. Manufacturer¿s ref #: (B)(4).